Event description:
The instrument was received for repair in 2004. A telephone call to the reporter two days later indicated the instrument broke during a surgical procedure while biting bone. The broken jaw part was retrieved from the pt. No pt injury was reported.